Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the physician regarding case studies to be included in a scientific manuscript. The manuscript included four patients who underwent a subcutaneous implantable cardioverter defibrillator (s-ICD) implant between 2014 to 2015 (3 1010 sq-rx and 1 emblem a209; the serial numbers were not available). During a median follow up of 12 months, these patients had complications that required surgical interventions. Specifically, one patient had pocket infection (culture positive for staphylococcus epidermidis) and three patients had skin erosion at the superior parasternal incision (in children the subcutaneous tissue is extremely thin in the parasternal region). In one of the cases of skin erosion, the patient experienced no further complications after the revision; however, complications did reoccur in the other three cases which led to the removal of the system. No systemic patient complications were reported. These adverse events were handled by the center itself without notifying them to local boston scientific representatives.